Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for osteolysis : abnormal radiographic evaluation event is not serious and is considered moderate. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2005; date of revision: (B)(6) 2015; date of event: (B)(6) 2019; (left knee).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.